Manufacturer narrative:
Unit evaluated and repaired by the distributor. Unit evaluated and repaired by the distributor

Event description:
It was reported by the distributor that the power cord prongs were damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.